Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported continuous false downstream occlusion alarm which was reproduced while running a loaded set during evaluation. A review of the event history log identified downstream occlusion alarms. The reported condition was verified. The cause was determined to be the force sensor calibration out of range. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed a continuous false downstream occlusion. The event occurred during an unspecified process step in the nursing department. There was no patient involvement. No additional information is available.